Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified alarm triggered during an infusion on a novum iq large volume pump which resulted in the patient being under sedated. During an infusion of an unspecified "sedative" solution in intensive care unit, an unknown system error alarm occurred (which alarm and the frequency of the alarm(s) was not reported). The patient required as needed (prn) medications to keep the patient sedated. The pump was swapped. No further information was available at the time of this report.

Manufacturer narrative:
Additional information was added to h6. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.